Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt3420/8574600, tgt3720/8479737) for a thoracic aortic aneurysm repair. During the procedure, right axillary artery-left common carotid artery-left axillary artery bypass and artery-left subclavian artery coiling were performed. After the procedure, a brain infarction was revealed. Medications and rehabilitative therapy for the brain infarction was conducted. On (B)(6) 2011, the patient was discharged from the hospital. The rehabilitative therapy for the brain infarction was continued. On (B)(6) 2011, in six-month follow-up study, the rehabilitative therapy for the brain infarction was continued. On (B)(6) 2011, it was reported that patient the patient passed away. The cause of death was not reported. No further information is available.